Event description:
It was reported that during a da vinci-assisted left upper lobe pulmonary lobectomy surgical procedure, bleeding occurred from the most proximal large branch of the pulmonary artery (pa) after the surgeon unclamped the endowrist curved-tip stapler 30 instrument from the vessel. At the time the event occurred, a grey stapler 30 reload was installed on the stapler instrument. The endowrist curved-tip stapler 30 instrument fired without any errors or complications. Immediately after unclamping the stapler instrument, the staple line bled and approximately 100ml of blood was lost. The surgeon was able to quickly grasp the pa and held pressure to control the bleeding along with use of evarrest hemostatic agent (a 3rd party manufacturer product). The procedure was delayed 40 minutes due to the need to hold pressure. The staple line was not fully formed, and the bleeding was produced from gaps within the staple line. Prior to the bleed, the endowrist curved-tip stapler 30 instrument had been used multiple times without any complications; however, it was noted for each firing event, the stapler was making unspecified "odd noises," and reportedly did not "sound right." According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the customer replaced the stapler instrument with a new endowrist curved-tip stapler 30 instrument which fired correctly on another artery. The procedure completed robotically with no further complications. The patient is recovering well and is still currently hospitalized with plans discharge within the next day.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the grey stapler 30 reload associated with this complaint. Failure analysis could not confirm the reported event. The stapler reload was returned used and fired. There was no damage to the stapler reload. Procedure logs were unable to confirm any firing failures. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. There was no damage to the stapler reload or its components. No product issue was identified. Isi received the endowrist 30 curved-tip stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. A visual inspection displayed no signs of physical damage. However, the instrument was found to have 2 lodged staples in the instrument jaws. As a result, the instrument was failing reload recognition. The staples were removed from the jaws, but the instrument still did not recognize the reload. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice, using a grey stapler 30 reload and a white stapler 30 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. Review of logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. A stapler log review by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: the first endowrist curved-tip stapler 30 instrument (part #470530-08; lot #t10201112-0002) was used first and it was installed on the system 6 times and fired 6 reloads (1 white, followed by 5 gray). On each install, the first clamp was successful, and the firings were each completed without error. The instrument was then removed and not used again in the procedure. The second endowrist curved-tip stapler 30 instrument (part #470530-08, lot #t10201112-0044) was installed on the system 1 time and fired 1 gray reload. On the only install, the first clamp was successful, and the firing was completed without error. The instrument was then removed and not used again in the procedure. There were no errors in the logs relevant to the reported event.